Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient reportedly experienced loss of sound. External equipment was exchanged, and programming adjustments were made; however, the issue did not resolve. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: b.1, b.2 & h.1. Additional information: b.1 & h.1 and h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed broken antenna coil wires by the neck region. Photographic imaging inspection confirmed broken antenna coil wires by the neck region. System lock only obtained while manipulating the antenna. The device passed the electrical test performed. The device passed the mechanical tests performed. The reported complaint of sudden loss of sound with the device was confirmed during this analysis. The device had broken antenna coil wires by the neck region. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.